Manufacturer narrative:
(B)(6). Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2016-00586 and # 9616099-2016-00587. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a peripheral interventional procedure/percutaneous transluminal angioplasty (pta), two (2) each 90 cm. Saber 2.5 mm. X 20 cm. Balloon catheters burst. There was no hole noted in the balloon but a long tear alongside the balloon was noted. There was no reported patient injury. A femoral approach was used for the procedure. The products were prepared as usual. The products will both be returned for inspection.